Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device is being retained by the patient. A lot history review (lhr) of rexg0590 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rexg0590) have been reported from two (B)(6) facilities.

Event description:
It was reported that the patient was inserted with a valve-like triple-direction PICC catheter under the guidance of ultrasound on (B)(6) 2013 in order to complete the tumor chemotherapy. During the insertion process, the catheter in the axillary vein repeatedly misentered into the superior vena cava. By repeatedly delivered the catheter, the catheter was finally inserted into the superior vena cava with a length of 40cm. After four courses of chemical treatment, the patients went back to the hospital for infusion on (B)(6) 2014. When the nurse was reflushing the catheter, the patient felt the catheter was broken and then, a swelling appeared above the puncture site of the patient. After radiography, a crack was found at 5-6cm above the puncture site of the patient. Then a consultation of the invasive technology department was invited and they conducted a contrast medium injection and found a breakage of the catheter. Through the guidewire support, the catheter was removed, and a break was found at 32.5cm of the catheter.